Manufacturer narrative:
(B)(4). Date of event provided as unknown, relevant test/lab data, and implant date are estimated as (B)(6) 2013. (B)(4) - physician did not pull negative for 30 seconds to deflate the balloon (failure to follow steps/instructions). It is indicated that the device is not returning for evaluation; therefore failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. It should be noted the xience prime everolimus eluting coronary stent system instructions for use states: deflate the balloon by pulling negative on the inflation device for 30 seconds. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an unknown xience prime stent delivery systems (sds) became stuck in the stent after successful stent deployment and balloon deflation. Although the device was reported as unknown, this occurred with sizes 33 and 38 mm length xience primes, and involved difficulty removing the sds after stent deployment and deflation. While there were no reports of adverse patient sequela, this resulted in a 2-3 minute delay in procedure. There was no additional information provided.